Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 400 units of insulin. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and resumed insulin delivery.